Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that the aquac uno h reverse osmosis (ro) system was off and a zap was observed at the breaker each time the ro system was plugged into the receptacle. The customer attempted 2-4 times to plug in the ro system. An onsite evaluation was performed. The cover and hydraulics were opened. No evidence of leaks were noted. The ro system was plugged in the receptacle. The zap was in fact from the power supply of the ro system. A spark was observed. When checked with flashlight, there was also visible smoke. The power supply was removed for inspection. The back of the power supply was burnt and determined to be the source of the smoke. Discoloration was noted on the metal plate which may have been caused by the spark on the board. A new power supply was installed. The ro system was powered on and monitored for several hours, completed functional testing, passed the t1 test, rinse and supply modes, and returned to service. There was no patient involvement nor reported personal harm to anyone as a result of this malfunction. The sample was reported to be available to be returned to the manufacturer for physical evaluation.

Event description:
It was reported to fresenius that the aquac uno h reverse osmosis (ro) system was off and a zap was observed at the breaker each time the ro system was plugged into the receptacle. The customer attempted 2-4 times to plug in the ro system. An onsite evaluation was performed. The cover and hydraulics were opened. No evidence of leaks were noted. The ro system was plugged in the receptacle. The zap was in fact from the power supply of the ro system. A spark was observed. When checked with flashlight, there was also visible smoke. The power supply was removed for inspection. The back of the power supply was burnt and determined to be the source of the smoke. Discoloration was noted on the metal plate which may have been caused by the spark on the board. A new power supply was installed. The ro system was powered on and monitored for several hours, completed functional testing, passed the t1 test, rinse and supply modes, and returned to service. There was no patient involvement nor reported personal harm to anyone as a result of this malfunction. The sample was reported to be available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the sample was not returned to the manufacturer for physical evaluation. However photographs and information were provided upon initial reporting that the manufacturer determined to be sufficient for confirming the reported issue. The manufacturer determined that the reported event was caused by a design flaw of the power supply, which was not robust enough to withstand the occurrence of a local power surge. This failure is a known issue. The power supply is a supplier part. Corrective actions were defined and implemented by the supplier. A design improvement was made to the power supply which entered series production in may 2022. The concerned defective part was manufactured in 2008 prior to the release of this design improvement (with serial number (B)(6)). A review of the device history record (DHR) is not warranted. According to the provided information, the power supply was replaced to resolve the reported issue.